Event description:
A patient reported experiencing inaccurate high results with an ultra meter. The patient's blood glucose results were 161mg/dl vs lab result of 91mg/dl. Tests were done within 5 minutes with a difference of 70mg/dl.. Patient did not experience any adverse events. No further information has been reported.